Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable, as the lens was partially inserted and removed during the same procedure; therefore, not fully implanted. Explant date: not applicable, as the lens was partially inserted and removed during the same procedure; therefore, not fully implanted or explanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during loading, the leading haptic was not turning to the right direction. Doctor adjusted to fit into the cartridge to the supposed position. After few attempts it was positioned right, and it was then injected into the eye. Halfway into the eye, it was noted that the leading haptic was missing. So, the whole iol was removed from the eye. Lens was partially inserted and removed. There was a delay of 20 minutes in procedure. There were no medical or surgical interventions such as incision enlargement, vitrectomy, or sutures reported, and no extra medication was prescribed. The issue did not affect patient's activities of daily life. No further information available.